Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fctr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that she had pain in the vagina and bladder and she may have had a bladder infection. She saw her primary care physician for the possible bladder infection. She had not been giving any medications yet, they were awaiting the test results. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.